Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump was dropped and a ladder fell on it. The insulin pump's screen was damaged. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.